Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion tech support specialist had a replacement rental unit sent to the customer. The customer returned the unit and the hill-rom service rep (authorized carefusion rep) reseated and realigned the power knob.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014 the customer called and reported that the power knob is loose and very touchy. It is running on a patient now and is running fine. There is no harm to the patient.